Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring hospitalization and insulin infusion therapy is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that the user experienced blood glucose values above 300 mg/dl for approximately seven hours prior to hospitalization and subsequently developed tingling, nausea, and vomiting. The reporting nurse indicated the event may have been related to a bent cannula; however, this could not be confirmed. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history did not identify evidence of device malfunction or inaccurate insulin delivery. Based on available information, the cause of the event remains not established. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 372 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with insulin infusion therapy, and discharged on (B)(6) 2026. No long-term health effects were reported.